Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who had an implantable neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It reported that there was a power on reset (por) and therapy had turned off and reset. Caller stated that patient had been going to the bathroom more, so they used the patient programmer to sync to the ins, it was showing the por message, call your healthcare professional (hcp). Patient did mention they had been traveling. Patient advised to follow up with the hcp. No further complications were reported.